Event description:
Olympus further received information that the issue occurred during reprocessing. An unspecified injury was indicated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional. The subject device was returned and evaluated. The reported issue was confirmed and was due to damage on cable unit. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device. Follow up is in progress to obtain additional information from the customer regarding the unspecified injury. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head cable was defective and there was no image while using the camera head. The was no patient involvement associated with the event.